Event description:
The pt had an ap standard allergan band placed three months ago without complication. The pt began reporting abdominal discomfort near the port site to her physician a week later. The abdominal discomfort increased over the next two weeks and became a "cramping, sticking type pain" in the left mid-abdominal region that changed with movement, deep breaths, etcetera. A CT of the abdominal cavity revealed the tubing was free in the abdominal cavity and not connected to the band end of the system. The band system was replaced two months ago without incident with a new system. Upon removal, there was a separation of the band and the tubing. This occurred at the part where the tubing goes to the port with a fracture of the band apparently occurring just distal to the band itself. This is after the tapering effect and the thickened part of the tubing comes from the band and transforms to the regular tubing going to the port. Both the the band side and port side were jagged and did not appear to have been cut. There was no injury to the patient.